Event description:
The patient was unstable to adjust stimulation. The patient programmer displayed a "call your doctor" icon and a power on reset code. The power on reset condition was cleared which resolved the reported issue.

Manufacturer narrative:
(B) (4).